Event description:
Reporter alleged that inform base unit sparked and smoked when the meter was docked and had melting at the connector area. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)